Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the issue occurred 3 years since the implant and they were advised to have the device checked. The patient was told that 1 lead was comprised. They noted that the ¿sensation¿ diminishes after a while. The cause was not determined. As an action to resolve the issue, the patient was told not to change the settings, even if the sensation goes away. They noted that the device was still working.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot/serial#: (B)(4), implanted: (B)(6) 2015, product type: (B)(4). Product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that patient had a check up a few weeks ago and was told one lead was compromised. Furthermore they did not have stim sensation unless they increase stim and then it goes away. Patient mentioned that their physicians office programmed the ins and told them not to make any changes. No further complications were reported.